Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The product was not returned to abbott vascular for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Possible factors that may contribute to inaccurate delivery include, but are not limited to, anatomical conditions, interaction with lesion/anatomy, physician technique, sheath damage, and/or damage to the handle components. The investigation was unable to determine a cause for the reported difficulty of failure to deploy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling.

Event description:
It was reported that the procedure was to treat a restenosis in the narrow, distal brachiocephalic artery. The vessel diameter was 7mm and was prepared with a 8.0 x 40mm non-abbott balloon dilatation catheter. During deployment of the 7.5x60mm supera self expanding stent (ses) the stent jumped forward and was not able to be placed exactly in the target lesion. The stent is in both healthy tissue and the target lesion. The stent deployed slightly longer than nominal length although not greater than 10% and there are no concerns with the location or condition of the 7.5x60 mm supera ses. A 7.5x40mm supera ses was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.